Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The submitted customer feedback reported an, "issue with the measure of the ffr, the customer has to restart 2 times the system in order to get the measure finally to do more manipulation to treat the patient". There was no patient or user harm.

Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The submitted customer feedback reported an, "issue with the measure of the ffr, the customer has to restart 2 times the system in order to get the measure finally to do more manipulation to treat the patient".